Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg was confirmed inoperable after the patient and clinician programmers were unable to connect to the device. Surgical intervention may be undertaken in the future.